Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose. No carelink bg data found within 1 day of event date for this complaint. Carelink investigation cannot be performed. Sensor carelink additional investigation was performed for the change sensor/bad sensor. Change sensor due to persistent blanking logic in sensor glucose algorithm. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose also received a change sensor alarm. The customer reported blood glucose value of 200 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-7040a, mmt-378a, mmt-332a. Troubleshooting was performed and the customer is reporting a discrepancy between the sensor glucose and blood glucose with the values of 66 mg/dl and 195 mg/dl also the customer reported that the insulin delivery was suspended due to sensor glucose and the blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. No product return is required for mmt-378a. No product return is required for mmt-332a.